Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low blood glucose (bg) level (39 mg/dl). The cause for the low bg level was unknown. Customer addressed low bg level with glucagon. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of ¿low¿ (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) at 1:49 pm on (B)(6) 2018. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user requested a 3.7 unit bolus for a bg of 68 mg/dl and 45 grams of carbohydrates. Approximately 30 minutes later, user requested an 8.33 unit bolus for 100 grams of carbohydrates without entering current bg level and while still having insulin on board. User later reduced the maximum bolus size setting from 10 units to 7 units. It is possible the user over-corrected. Several temporary basal rates were set on (B)(6) 2018, ranging from 0% to 120% of basal insulin. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.